Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 386 mg/dl and trace ketones. Cause of elevated bg level was unknown, however customer believed it to be related to the non-tandem infusion set. Bg was treated with intravenous insulin and unspecified fluids. Reportedly, customer left the ER a few hours later with customer in stable condition (bg 250 mg/dl).